Event description:
On (B)(6) 2014, a reporter contacted lifescan (lfs) for the lay user/patient alleging the patient¿s one touch ultra meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated that the alleged power issue began on (B)(6) 2014 at 9:00 a.m. The patient manages his diabetes with oral medication (unknown type), diet, and exercise. It is not known if the patient made any changes to his usual diabetes management regimen in response to the alleged issue. The reporter claimed, the day after the alleged issue occurred, the patient developed symptoms of ¿shaking and disoriented¿. The patient had more food/drink in response to the symptoms developed. At the time of troubleshooting, the cca documented that this was not the first time the patient used the meter and there was no misuse of the product. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
(B)(4). The lay user/patient¿s meter has been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a low/dead battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.